Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead have had fluctuating impedances from 600 to greater than 2000 ohms since last (B)(6) 2019. The initial jump in (B)(6) was to 2315 ohms, and since then the impedances have been intermittently high. It was noted that there was no evidence of any noise on the pace/sense or shock channels. Isometrics were performed and noise was able to produce noise, but not of sufficient amplitude that the device detected it. Plan was to monitor at this time. No adverse patient effects were reported.